Event description:
It was reported that the patient was treated with aveli on (B)(6) 2023. The patient was seen one month later for follow up. It was reported that the patient presented with an area that was warm to the touch and a seroma/hematoma was suspected. The hcp aspirated the area and removed 54 cc's of blood. The patient was prescribed antibiotics. It was reported that the area had improved.